Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. Upon deploying the 4th band, the 4th and 5th bands deployed at the same time (see MDR 1037905-2015-00039). The string on the 6 shooter broke and the 6th band was not able to be deployed. The physician used another 6 shooter to complete the procedure with no further complications. No harm to the patient and no additional procedures or intervention were required. Other than the bands left to pass naturally a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The handle and trigger cord were the only components included in the return. No bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured and is within tolerance. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the all of the device components, particularly the bands and barrel, were not included in the return. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band{s). The user stated "the string on the 6 shooter broke and the 6th band was not able to be deployed". The trigger cord was found to be in tact with no breaks. The trigger cord of the mbl product line is not intended to be attached to the barrel. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.